Manufacturer narrative:
Concomitant medical products: product ID: 37092, serial#: unknown, product type: multiple therapy product. Date of event: date is approximate. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt had been having trouble charging the ins. Pt reported the problems started about 5 months ago when they fell and broke their hip. Pt had a frozen shoulder and arthritis, and it was difficult for pt to get their arm to the back where the ins. Pt said the belt was so finicky, pt had to get it right on top and as soon as they laid back or changed positions it lost the coupling bars. Pt said the coupling bars went from 8 to none. If pt got 4 bars, they continued charging but pt could not even get 4 bars. Pt talked to the manufacturer representative (rep) who said to call and get an antenna that the pt could put clothes through. Pt said they used to have the antenna but could not find it anymore. Pt was very confused about the equipment. Reviewed recharger antenna (insr) antenna vs programmer antenna. Also offered adhesive discs. A replacement programmer antenna and adhesive discs were requested. Pt then reported in the past couple of weeks for some reason the stimulation turned on all by itself and going strong. Pt said they had to hold the programmer on the back because they did not have an antenna.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was that the patient was having some cardiac problems and they were wanting to put a life vest on the patient that monitors the heart and has a defibrillator with it. Caller was wondering about the compatibility with the implanted neurostimulator. Agent reviewed requested information with the caller. Agent redirected caller to pt's hcps. Caller said that the stimulator hadn't been operable for a while and that the ins wasn't holding a charge or something. Caller said that the ins battery had been discharged for awhile and then they finally got the ins to take a charge, however the pt had then fallen and broke their ankle so they had to have surgery, but the pt went into congestive heart failure at the hospital. Caller said that it had been a vicious cycle since february.